Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged door assembly for door wont open and close properly. Replaced corroded rear case, replaced corroded platen assembly, replaced corroded membrane frame, replaced left/right corroded iui and replaced dim u4 on display board. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the door assembly. A review of the device history record showed the device had a manufacture date of 03mar2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device "door won't open and close properly." There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device "door won't open and close properly." There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device "door won't open and close properly." There was no patient involvement.